Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had blank screen display. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer's blood glucose was 413 mg/dl and was treated with manual injection. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. It was reported that customer was hospitalized due to non-diabetic reasons. Caller declined troubleshooting for high blood glucose.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint b1on the interface board. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.